Event description:
Edwards received notification from our affiliate in the united kingdom. As reported, the patient was originally planned for a 27mm non-edwards valve. The non-edwards valve was implanted, but then embolized. As a result the non-edwards valve was snared to secure it in the ascending aorta. The 23mm sapien 3 ultra (nominal +1) valve was prepared as a bail out option. The sapien 3 ultra valve was successfully deployed. Shortly after deployment the patient began to lose pressure and on echo a large pericardial effusion was present and that the patient was in cardiac tamponade. A pericardial drain was inserted and excess blood aspirated. The patient was stabilized at this point and a repeat aortogram performed and a large aortic dissection was apparent. A discussion around surgery/options was had but the patient was not suitable for surgery. Additionally during the discussion the pericardial drain clotted off and couldn't be aspirated. At this point it was decided there was nothing more that could be done and the patient expired. It was reported that the aortic dissection was caused by trauma to the aorta due to the snaring and securing of the non-edwards valve.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (trauma to the aorta due to the snaring and securing of the non-edwards valve) caused or contributed to this event. However, the s3 valve may have also contributed to the dissection post deployment. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. For index procedure events: the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.